Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/08/2016 with the following findings: the black box and alarm history showed one ¿cs 088¿ call service alarm. The pump¿s ¿ez-prime¿ steps were performed correctly and the pump was exercised for 24 hours with no errors, alarms or warnings occurring. The complaint was confirmed in the pump history but the investigation was unable to duplicate the initial ¿call service alarm¿ complaint. The pump was removed and there was internal moisture found on the printed circuit board (pcb) and internal components. (B)(4).